Event description:
Customer reported system will not produce an image during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.